Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator was alarming for a "service required" alarm condition. The device's oxygen blending module board cable was found to be disconnected. The cable was reconnected to address the issue.